Event description:
It was reported by the attorney that the plaintiff underwent an open heart surgery in 1996. Vicryl sutures were used in this operation. As per the attorney, the plaintiff developed a post-operative infection and unspecified injury. No other info was provided.